Manufacturer narrative:
Section d: references the main component of the system. Other medical products in use during the event include: product ID: m021083c001 (lot: 4.2.1);  h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The issue could not be duplicated. Codes b01, c19 and d14 are applicable to this analysis.  A090501 is coded for "the scan would not initiate", a110301 for the system being "slow", and a1102 for the "watch gantry message". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a multi-level spinal fusion procedure. It was reported that the system was very slow to take spins. 3 out of the 4 times they went to take the scan they had to let off of the hand switch because the scan would not initiate. They also stated that the system was very slow to home the rotor prior to taking the scans. The system was also displaying a "watch gantry message" was appearing when they were not using the fov preview. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the software analysis was completed. It was determined that it was a hardware issue. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.